Event description:
Pt reported lap-band has "corroded" into the pt's stomach. Pt has experienced stomach pain every day for about a month, and had a "stomach scope" which confirmed the "corrosion." The pt also had issues with vomiting for the last three years but attributes this to being a "fast eater." The surgeon "took some fluid out last month" due to the complaints about nausea. The pt is scheduled for a consultation with surgeon and surgery is scheduled. Allergan is investigating the alleged events and has not received confirmation from the surgeon.

Manufacturer narrative:
Taper ii. (B) (4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The surgeon was asked to indicate the product serial number, full date of event and to confirm the alleged events. The info has not yet been received by allergan. Allergan has received the product, however, the analysis has not been completed at this time. Erosion, vomit, nausea and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Operating room caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, hernia, chest pain, incision pain and port site pain."